Event description:
It was reported that the customer should have been done with treatment as her original treatment plan was in 2020. The customer has just reached out after not hearing from them since (B)(6) 2020 with pain in jaw.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.